Manufacturer narrative:
Claim #: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -3.0/+4.5/002 (sphere/cylinder/axis), in the patient's right eye (od). The reporter indicated the lens had a high vault but the outcome was good. The lens remains implanted.